Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects.

Manufacturer narrative:
Upon return to boston scientific crm's post-market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Review of device memory revealed it also declared its end of life indicator (eol) after experiencing a charge time greater than the extended mid-life eol 30-second charge time limit. Additional lab analysis and testing showed eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. Analysis confirmed that all therapies were available. This issue is discussed in the quarter 2, 2010 version of our product performance report.